Manufacturer narrative:
The device was not received for evaluation; however, a video and photos of the sample were provided for evaluation. Visual inspection showed an external fluid leakage; however, it did not observe the replacement pump segment connection with the support plate. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of three (3) units of prismaflex m150 set, an external fluid leak was observed at the pump inlet connection of the replacement line. There was no patient involvement. No additional information is available.